Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon tried to resect several times, but the handle was very stiff and the staples were malformed. According to the surgeon, the gastric wall became quite thick due to an ulcer. The procedure was changed from a partial to a total gastrectomy. There was tissue damage and unanticipated tissue loss. Bleeding under 200cc occurred. The pt is under post operative observation. Operative time was extended more than 30 mins.

Manufacturer narrative:
(B)(4).